Event description:
It was reported the endoscope reprocessor exhibited mold growth on the leak detection tube. It is unknown when this issue was found. It is unknown if there was patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.